Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a red rash was observed on the lower left part of the device pocket on the chest wall. It was noted on further observation that exudate was observed coming from the same site. It was also reported that infection was suspected and the patient was hospitalised and the entire implantable pulse generator (ipg) system was removed. It was further reported that at the time of the removal a gauze was found in the pocket which was considered to be the source of infection and was also removed, wound irrigation and other procedures were carried out. No further patient complications have been reported as a result of this event.